Event description:
It was reported that 11 years following the implant of a transcatheter aortic valve, central regurgitation of unknown severity was identified. Subsequently, the patient was hospitalized and experienced symptoms of heart failure. Additional information was received which indicated that both central regurgitation and paravalvular leak were present. Additionally, it was noted that a "pouch" was visible on fluoroscopy. A thrombus was confirmed in the "pouch" area. A non-medtronic valve was implanted valve-in-valve (viv) as treatment of the failed valve. The thrombus was no longer present after the viv. Additional information was received that the severity of the both the central regurgitation and pvl combined was moderate. The "pouch" appeared to be due to the frame of the transcatheter valve rubbing against the aorta, and the thrombus was located in the pouched area.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 years following the implant of a transcatheter aortic valve, central regurgitation of unknown severity was identified. Subsequently, the patient was hospitalized and experienced symptoms of heart failure.

Event description:
Additional information was received which indicated that both central regurgitation and paravalvular leak were present. Additionally, it was noted that a "pouch" was visible on fluoroscopy. A thrombus was confirmed in the "pouch" area. A non-medtronic valve was implanted valve-in-valve (viv) as treatment of the failed valve. The thrombus was no longer present after the viv.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.